Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. No product evaluation is able to be conducted as product was not yet returned. Additional requests have been sent to reporter.

Event description:
Roi-c : broken cage when impacting first anchoring plate (bent) as reported : it is an intervention at the cervical level. A cervical prosthesis (mobi c p&f, only on european market) was removed (case recorded under (B)(4)) and it was decided to replace it with a roi-c cervical cage.. The implant was properly inserted into the implant holder. Then the implant was implanted, and the anchoring plate was gradually introduced through the cage into the vertebral body. When inserting the first anchoring plate, the cage broke into several parts. Everything was removed from the situs. Another cage was used. No patient impact. Pictures of the products after the surgery confirm that cage is broken and also show that one of the half anchoring plate is bent. Additional requests have been sent to reporter. Investigation still in progress.

Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Update received on june 25th 2018 from the reporter : the patient state of health is fine; the cage was correctly assembled with the holder; the disc space axis during insertion was respected; the surgical techniques for the disc squeezing sequence was followed; the first anchoring plate was completly seated and no residual gap between the mechanical stop of the holder against the impactor; the reporter was not sure about the patient bones quality; no per-op images are availables; the surgery was delayed more than 30 min; update on september 24th 2018 : the product was returned to the manufacturer. Following the analysis of the r&d product manager, it assessed that there is a strange mark at the bottom of the half-anchoring plate that has been inserted. In general, this kind of mark is symmetrical according to the median axis of the anchoring plate, which corresponds to the contact surface between the impactor and the half-anchoring plate. Update on september 26th 2018 : after analysis, the impaction trace on the back of the half anchoring-plate is not homogeneous, which suggests that the impactor pushed the half anchoring-plate more than one side than the other; the cause of this non-homogeneous mark could be related to a poor tightening of the cage against the implant-holder, which would cause a shift (slight axial rotation) to the impaction of the first half anchoring-plate generating stresses even to break the cage we can also see that : no trace in the second slot, as well as on the second half anchoring-plate, which confirms that it has not been used; a fracture facies that extends from the hook area to that of the threaded hole (which is in agreement with the hypothesis formulated above, and which corresponds to a sudden rupture of the implant under stress). Update on october 11th 2018 : the surgeon says the bone was normal. The retractor pins were well placed. The surgeon did not use any starter awls. From information provided, based on the product history records, review of the case and the recurrence of this type of event for this implant, the exact root cause of this issue cannot be determined. Hypothesis are available and were given by product range manager : non compliance with the information provided. The hypothesis of this event is a user error : bad tightening of the cage on the implant holder. Root cause is unknown with the hypothesis above.

Event description:
Roi-c : broken cage when impacting first anchoring plate (bent).

Manufacturer narrative:
This medwatch is submitted to send a follow-up for additional informations received. Product was returned to manufacturer. Examination of returned product is in progress. Additional informations on the event and the surgical techniques followed were received . According to the reporter the patient state of health is fine. The cage was correctly assembled with the holder. The disc space axis during insertion was respected. The surgical techniques for the disc squeezing sequence was followed. The first anchoring plate was completely seated and no residual gap between the mechanical stop of the holder against the impactor. The reporter was not sure about the patient bones quality. No per-op images are available. The surgery was delayed more then 30 min. More questions will be asked to get all the information needed. Investigation still in progress.